Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the air-water channel and cylinder, along with corrosion on the adhesive around the light-guide lens and the bending-section cover (a-rubber). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of corrosion on the adhesive around the light-guide lens and the bending-section cover (a-rubber) is traced to component failure. However, probable cause of foreign objects in the air-water channel and cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.